Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). Product investigation summary: based on the topography of the fracture surfaces, it can be concluded that the plate was subjected to moderate alternating bending loads (one-sided). Constantly alternating bending loads led to the fatigue of the material, then to a first crack, and subsequently to the overload, resulting in the fracture of the plate. The plate could not resist the applied force, which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects was found. As no product fault could be detected, no further action required. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant date reported as (B)(6) 2014. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in germany as follows: it was reported that the plate broke postoperatively. The plate was implanted at the beginning of (B)(6) 2014. It was stated that all 11 screws were intact. The plate did not break in a screw hole this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.